Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a clenz (cleaning agent) leak in the unicel dxh 800 coulter cellular analysis system. The volume of the leak was less than 2 ml and was contained in the tray beneath the air mix temperature control (amtc) module and on the s-cal tube. The operator was wearing gloves, a lab coat, and goggles at the time of the event. There was no exposure to open wounds, and the operator did not seek medical attention. Msds was not reviewed, but the facility has an exposure control plan. No patient results were affected by the leak, and there was no death, injury, or change to patient treatment as a result of this event. Bec customer technical specialist (cts) performed troubleshooting with the customer over the phone. The customer found the open port on the first chamber in the amtc module (the nrbc chamber) was plugged. The customer was instructed to probe the port and a white plug, which looked like dried diluent, was pulled out. Following the repair the customer analyzed 5 samples and no further leaks or moisture was observed. Blood, 6c cell control, diluent, and dxh cell lyse may be present in the nrbc mix chamber during normal operation, and dxh cleaner during shutdown. The cause of the leak was that the nrbc mix chamber was plugged.